Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that the auxiliary full height drawer 5 failed in hardware test application mode. A field service engineer (fse) replaced the rear drawer controller, but the device remained in a failure state. Fse then replaced the rear console board, and the issue still persisted. After replacing the row board cable, the drawer became responsive. Fse configured the unit in space configuration mode and performed the final test. Customer was able to recover and inventory the auxiliary full-height drawer 5 successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a drawer failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.